Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against instrument bactec 9050, material no: 445800, serial no: (B)(6). The complaint is unable to be confirmed because of the lack of information. The root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ 9050 system 8 false positive results were obtained by the laboratory personnel. A gram test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " what confirmatory tests were performed that determined that the results were in error? Gram test, culture growth in blood, chocolate, and chromocandida agar. Was any patient treated based on erroneous results? Not. If so, did the wrong treatment have any adverse impact on the patient (s)? Not. 8 false positives. "

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system 8 false positive results were obtained by the laboratory personnel. A gram test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " what confirmatory tests were performed that determined that the results were in error? Gram test, culture growth in blood, chocolate, and chromocandida agar. Was any patient treated based on erroneous results? Not if so, did the wrong treatment have any adverse impact on the patient (s)? Not 8 false positives ".